Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.

Event description:
Per the surgeon's report, the pt's device was explanted in 2007, due to the implant extruding through a "non-healing wound". Reimplantation will be considered at a later date.